Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right ventricular (rv) lead dislodged and the patient experienced complete atrioventricular block with a heart rate of 18-33 beats per minute. A new rv lead was implanted but when connected to the ipg, there was no output from the ipg. The lead was checked via the analyzer and all worked well with rv pacing noted. The lead was re-connected to the ipg and again there was no pacing output. A new ipg was opened and connected to the new lead, with the same result. The physician was sure the lead was fully inserted into the headers of both devices but is questioning if there was an alignment issue with the new lead into the two device headers. The new rv lead was put back into the analyzer to provide pacing as the patient had experienced multiple episodes of ventricular standstill during procedure. The original rv lead was repositioned and tested with good measurements. The original lead was connected to the original ipg and all worked well with pacing noted. The original rv lead and ipg remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.